Event description:
Customer reported the horizontal brake is not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cross-arm brake. System operates as intended.